Manufacturer narrative:
H6: the cori drill p/n rob10013 sn (B)(6) used for treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was not confirmed. A case was run and there were no errors present during testing. The bur was able to be locked and unlocked without any error messages. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints did not identify any prior events. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. The reported problem was not visually or functionally confirmed. Pictures of the system console is bad error and the internal error were submitted and confirmed the complaint. However, the log files (naviosystem and xsession logs) required to confirm the known software issues causing the errors were not able for review. Based on the reported description, the system console is bad error is a likely occurrence of a known software issue. This error is a result of the system timing out, and is likely to occur after a previous error, such as a robotic drill cable disconnected error. It will typically happen when the user returns to the bur loading workflow (following the robotic drill cable disconnected error), and the system times out. The timing out of the system "transitions" the system to a previously identified state, such as the handpiece connection state. However, because the system is transitioning and not in the correct state yet, it is considered to be in a bad state. Therefore, when commands in this workflow are called, such as homing, unlocking the bur, and locking the bur in this bad state, the "system console is bad" error is thrown. The reported internal error following the system console is bad error could be a known software issue where an internal error occurs after a shutdown due to a system console is bad error. This software issue is under investigation by the software engineering team. Although the log files required to confirm the software issues resulting in both the ¿system console is bad¿ error and ¿internal error¿ were not provided, the system console is bad error is a likely occurrence of a software issue that has been corrected and released in cori-v1.4.3 software. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. If the naviosystem/xsession logs associated with this event are returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up for a cori tka procedure, the drill was plugged into the console and began the calibration process. Just as they went to unlock the bur the system had a ¿system console is bad" error. They unplugged the drill immediately and reestablished connection. They cleared the error, but then received an internal error (the application unexpectedly exited). The system was re-booted, and again used the same drill and received no errors and was able to get through calibration and the case went perfectly. Patient was not in the room. Case was completed with cori. No other complications were reported.